Event description:
On (B)(6) 2012, it was reported that the pt thinks her infusion device delivers too low an amount of insulin. The pt stated that there is a small crack visible in the display and some segments of the display are not functioning. She thinks water entered the device while gardening. The pt stated that the crack and missing segments of the display do not interfere with her ability to see values on the display. The pt also stated that on (B)(6) /2012 at 9:00pm, the infusion device is displaying e8 (power interrupt), but she cannot clear the message because the check button is not functioning. Her blood glucose level was elevated to 300 mg/dl and she corrected it via injection of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.